Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that air was trapped in the catheter. An opticross hd was selected for ultrasound examination of the mid right coronary artery lesion. During preparation, the catheter could not be flushed and did not provide usable image quality. Flushing was attempted with increasing pressure with no success, air was still seen immediately after live imaging was initiated. The catheter was exchanged for an alternate device to complete the procedure. The patient fully recovered.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection found no issues as the device appeared to be in good condition. A motor drive unit (mdu) and ilab system were used to perform a functional inspection on the device. The imaging core (ic) impedance test shows a complete circuit curve, and the transducer level impedance test shows a good rh peak of 70 ohms. Also, a good square image appeared in the ilab system during the image characterization testing. During the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advance. There were wrinkles around the heat shrink tubing of the drive cable.

Event description:
It was reported that air was trapped in the catheter. An opticross hd was selected for ultrasound examination of the mid right coronary artery lesion. During preparation, the catheter could not be flushed and did not provide usable image quality. Flushing was attempted with increasing pressure with no success, air was still seen immediately after live imaging was initiated. The catheter was exchanged for an alternate device to complete the procedure. The patient fully recovered.